Manufacturer narrative:
Date of event: 2015. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that patient's pocket site was reported to have not healed properly and was leaking a clear fluid and that the lead site was infected. The lead site was very red and sore, and the patient could not lean back without being in pain. The patient was prescribed two medications, and one known was clindamycin antibiotics. The redness had gone down although it was still a little red and uncomfortable. Upon follow-up, the patient was doing well.